Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2012-06996, 2134265-2012-06998, 2134265-2012-06999, 2134265-2012-07000, 2134265-2012-07001. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2005, a 5.0x20mm taxus liberte stent was placed in the proximal saphenous vein graft (svg) to 2nd obtuse marginal branch (om2). In (B)(6) 2010, 75% restenosis of this 5.0x20mm taxus liberte stent was noted. In (B)(6) 2010, the patient presented due to stable angina (ccs class 1) and cardiac catheterization was recommended. The 1st target lesion was a de novo ostial lesion located in the proximal right coronary artery (prox rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.5x16mm promus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the saphenous vein graft (svg) to 2nd obtuse marginal branch (om2) with 95% stenosis and was 9mm long with a reference vessel diameter of 4.0mm. Restenosis of the previously placed 5.0x20mm taxus liberte stent was noted. The physician treated the lesion with pre-dilation and placement of a 4.0x12mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4)